Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot: 090805 with the following internal plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot: 090805 were reviewed. This lot met the required release specifications. A review of the complaints reporting (B)(6) related to lot: number 090805 demonstrated a complaint rate of xxx%.the evidence available does not indicate that this product lot is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a plasma (edta) sample tested with the alere determine hiv 1/2 ag/ab combo. (B)(6). Antigen confirmatory testing was not provided by the customer. There is insufficient information to determine if a malfunction occurred. The patient was reported as female with an unknown pregnancy status and unknown age.